Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol 3dmax mesh (device #3). The patient's attorney alleges additional surgical intervention, however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol 3dmax mesh (device #3). Two additional emdrs are being submitted for the bard/davol marlex mesh (device #1) and the bard/davol perfix plug (device #2). Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol marlex mesh on (B)(6) 1998, an unspecified bard/davol perfix mesh on (B)(6) 2003, and an unspecified bard/davol 3dmax mesh on (B)(6) 2006. As reported, the patient is making a claim for an adverse patient outcome against all the three meshes. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device(s).the attorney alleges general allegations for emotional distress and personal injuries sustained by the patient.